Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change errors occurred with multiple cartridges during the loading process. Reportedly, the user was unable to load a new cartridge; however, the user was able to successfully reload a used cartridge and resumed insulin delivery for the past event. The user's blood glucose (bg) level was elevated to 500mg/dl. It was confirmed that the user corrected bg level with the pump and will continue to use manual injections for alternative insulin therapy.